Event description:
Retrn of symptoms for which uae was indicated. Experiencing night sweats, unusual vaginal odor during menstruation, and return of heavy bleeding. A strange sensation not experienced previously feels as if "someone has placed dry ice in my abdomen and lower back."